Manufacturer narrative:
Retainer ring = black. Pump returned for customer alleging physical /cosmetic damage and hospitalization on (B)(6) 2021 for 2 days due to high bg/dka. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (25.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during visual inspection. Device tested ok, physical damage (cosmetic) was confirmed. Unable to confirm customer allegations for high bg/dka due to device. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (25.5 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. Device received with pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 700 mg/dl. The customer's current blood glucose is 123 mg/dl. The customer did experienced the symptoms such as diabetic ketoacidosis, diarrhea and peeing. The auto mode feature was not active at the time of high blood glucose event. The customer was treated by bolus with IV insulin drip. The customer does not feel okay to troubleshoot. The customer performed the test for ketones and the results were positive for diabetic ketoacidosis. The insulin pump will be returned for analysis.